Manufacturer narrative:
Citation: auffret v et al. Conduction disturbances after transcatheter aortic valve replacement: current status and future perspectives. Circulation. 2017 sep 12; 136 (11): 1049-1069. Doi: 10.1161/circulationaha.117.028352. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of the current evidence for the incidence, mechanisms, predictors, clinical associations, and management of conduction disturbances following transcatheter aortic valve replacement. All data were collected from a comprehensive review of multiple published studies. The study population included an unknown total number of patients (demographics not provided), approximately 23,872 of which were implanted with medtronic corevalve bioprosthetic valves and 3,607 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, all-cause and sudden cardiac death rates were discussed. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: permanent pacemaker implantation due to new-onset left bundle branch block (lbbb), sick sinus syndrome, or high-degree atrioventricular block (havb), new-onset lbbb or havb without permanent pacemaker implantation, and deep valve implant within the left ventricular outflow tract causing new-onset lbbb (attributed to the corevalve). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.